Event description:
The patient reportedly experienced skin flap edema. The patient was hospitalized on (B)(6) 2015 and prescribed vancocin on (B)(6) 2015 for one week. The patient also underwent drainage of the edema, however the edema was not controlled. The patient's device was explanted. The patient will be reimplanted at a later date. The patient's infection was surgically resolved.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.